Event description:
It was reported that the patient felt dizzy. Upon interrogation, there was no pacing output, high impedance, and the patient's heart rate was around 20 bpm. Lead fracture was also suspected. Both the device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.